Event description:
Caller reported mobile system blood glucose results of: 07.39 am 123 mg/dl 07.40 am 170 mg/dl 07.41 am 246 mg/dl 07.42 am 186 mg/dl 07.47 am 89 mg/dl no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).